Event description:
Reportedly, during the implantation of the pacemaker involved in this MDR report, it was impossible to use screw mechanism of the pacemaker to tighten the lead. The device was not implanted and returned for analysis.

Manufacturer narrative:
January 28, 2010. This event concerns a device that was manufactured and used outside the united states. (B)(4). Conclusion: the electrical characteristics of the returned device were within specifications. However, the damages observed on the connector clearly resulted from incorrect screwing/unscrewing operations (damaged slit, rounded set-screw); presence of glue in the set-screw cavity contributed to the difficulties met during screwing/unscrewing operations at implant, thus resulting to the observed damages on the hexagonal head of the set-screw and to the impossibility to screw. The glue residues are coming from the sealing of the silicone cap during the manufacturing process.